Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't powerup) was confirmed. Upon investigation the monitor will not power up and was humming. The cause for the failure was isolated to a defective ram chips u100 and u101 component on the computer/analog pca. The root cause for the defective ram chips could not be positively identified. No adverse events occurred from the defective monitor.

Event description:
A us distributor reported that a patient's monitor will not power up.